Manufacturer narrative:
The hospital has not accepted the proposal for service by ge healthcare. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit has a broken wheel. There was no report of patient involvement.